Event description:
New information states no noise was observed on the device and no revision was performed. Patient condition is stable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise was observed but was not confirmed. No further information available.